Event description:
It was reported that pump screen did not show data and did not work properly, and customer described this as a malfunction. There was no reported impact to the customer¿s blood glucose level. Customer declined technical support, and complaint was documented for record-keeping with no further action taken by technical support.